Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set at a field stocking location (fsl) on an unknown date, it was observed that a holding sleeve for stardrive screwdriver was broken. There was no known patient or hospital involvement. This report is for a holding sleeve for stardrive screwdriver shaft t8. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: initial reporter's phone number and email address were inadvertently missed on the initial report and have been updated accordingly. Investigation summary : .background: it was reported on an unknown date, a threaded holding sleeve for polyaxial screws was observed damaged during a routine incoming inspection of a loaner set. There was no procedure and patient involvement. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the holding sleeve for stardrive screwdriver shaft t8 (p/n 03.647.901 lot l536332) was received at customer quality, and it was observed that the inner sleeve was bent. The complaint of device damage is confirmed. The superior surface of the holding sleeve shows visible signs of wear consistent with normal use. Device failure/ defect identified? Yes. Dimensional inspection: an accurate dimensional inspection of the bent sleeve was not able to be performed because of the post manufacturing deformation. Document/ specification review: the following drawing(s) was reviewed: - holding-sleeve complete to screw 4.0 : se_226606 rev c and rev d no product design issues or discrepancies were observed during this investigation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complaint confirmed? Yes. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot : a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.